Event description:
It was reported that the 9600+ system had poor image quality. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated the need to replace the ccd camera. Ccd camera replaced. The boards in the workstation were also reseated. Image is now within specification and the system was returned to service.